Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of more than 487 mg/dl. The customer would treat with manual injection. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the pump had a no delivery alarm during manual priming. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump was programmed with multiple bolus deliveries and the insulin pump delivered properly. The insulin pump was received with cracked display window corners, cracked reservoir tube lip, and minor scratches on the display window.